Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that when turning the device on, the patient felt an electric shower over their body, dizziness, and pressure in the head. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.